Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did confirm the stated failure mode. The drill bit is stuck in the sleeve. A dimensional evaluation from the quality engineer conclude that the broken drill is still lodged in the inside the 2.0 drill guide attachment which, when inspected, is not defective - part is straight, not bent and measures correctly dimensionally. Based on this information, nothing from s+n processes caused this issue. Part was produced to print. There may have been an issue with the drill used in the field. Part does not indicate any damage from when the drill broke except that part of the drill is still lodged inside the part. As the devices can no longer fit its purpose, the contribution of the device could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
D1: brand name d11: concomitant medical products and therapy dates d4: catalog number and lot#.

Event description:
It was reported that during surgery, one (1) 2.0/2.7mm double-ended drill guide stuck in the sleeve. Drill bit snapped and became wedged in the sleeve. The procedure was resumed, without any delay, using an s+n back-up device. The patient was not injured as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
D4: expiration date and h4: device manufacture date d4: lot#.